Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 95% stenosed target lesion was located in the moderately calcified and moderately tortuous left superficial femoral artery (sfa). A 5.0mmx40mmx135cm (4f) sterling balloon catheter was selected to dilate the lesion. The initial inflation was at 14 atmospheres for 30 seconds. Upon second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with 5mm x 40mm non-bsc balloon catheter. No patient complications were reported and the patient¿s status was good.